Event description:
It was reported that during combined surgery, the surgeon was not able to inject the silicone oil with the eva system and therefor had to inject the silicone oil manually. Due to the reported event, surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
With regard to this event an eva vfie module and logfiles were returned for investigation. Review of the logfiles revealed error messages indicating that functions of the vfie module were not available. Visual inspection of the module revealed cracks on the connectors for the vgpc, vfie, and proportional scissors. Also rust was observed on the connector rings. Further investigation revealed a stuck valve inside the module due to rust caused by liquid (bss). This valve is enables switching between the extraction- and injection function of the module. Due to the defective valve the viscous fluid extraction function was not available. This was detected by the eva surgical system which triggered the system to generate error messages on the screen. The presence of liquid (bss) in the vfie module can only be attributed to an unintended use error. Historical review of the complaint database indicated that no similar events have been logged on the eva surgical system subject to this event. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.

Manufacturer narrative:
In regard to this event equipment was inspected on location and logfiles were provided for review. Review of the logfiles indicated a multiple incoming pressure errors (i.e. Pressure coming from the hospital air supply). Investigation of the vfie module itself is still pending return of the module. The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination. Several product reminders were sent to receive the product for investigation. A confirmation has been received that the product will be return in the near future.

Event description:
It was reported that during combined surgery, the surgeon was not able to inject the silicone oil with the eva system and therefor had to inject the silicone oil manually. Due to the reported event, surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this event equipment was inspected on location and logfiles were provided for review. Review of the logfiles indicated a multiple incoming pressure errors (i.e. Pressure coming from the hospital air supply). Investigation of the vfie module itself is still pending return of the module.

Event description:
It was reported that during combined surgery, the surgeon was not able to inject the silicone oil with the eva system and therefor had to inject the silicone oil manually. Due to the reported event, surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this event equipment was inspected on location and logfiles were provided for review. Review of the logfiles indicated a multiple incoming pressure errors (i.e. Pressure coming from the hospital air supply). Investigation of the vfie module itself is pending return of the module.

Event description:
It was reported that during combined surgery, the surgeon was not able to inject the silicone oil with the eva system and therefor had to inject the silicone oil manually. Due to the reported event, surgery was prolonged > 30 minutes. No report that actual patient harm occurred.

Event description:
It was reported that during combined surgery, the surgeon was not able to inject the silicone oil with the eva system and therefor had to inject the silicone oil manually. Due to the reported event, surgery was prolonged 30 minutes. No report that actual patient harm occurred.

Manufacturer narrative:
In regard to this event equipment was inspected on location and logfiles were provided for review. Review of the logfiles indicated a multiple incoming pressure errors (i.e. Pressure coming from the hospital air supply). Investigation of the vfie module itself is pending return of the module.

Manufacturer narrative:
The reported event is under investigation. Log files were provided for review. It is unknown if the product will be returned at this point.

Event description:
It was reported that during combined surgery, the surgeon was not able to inject the silicone oil with the eva system and therefor had to inject the silicone oil manually. Due to the reported event, surgery was prolonged > 30 minutes. No report that actual patient harm occurred.